Event description:
During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. A us distributor contacted zoll to report that a patient passed away in a nursing home while wearing the lifevest on (B)(6) 2021. Review of the download data, indicates the patient received six appropriate treatments during vf. At 02:28:13, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vf. At 02:28:44, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vf. At 02:29:12, the patient received the third appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vt at 250 bpm. At 02:29:44, the patient received the fourth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was sinus bradycardia at 50 bpm with pvcs. At 02:30:18, the patient received the fifth appropriate treatment. The patient's rhythm at the time of the treatment event was vf. The patient's post-shock rhythm was vf. At 02:47:29, asystole was detected when the vf dropped below the threshold for asystole detection. CPR artifact was seen, obscured the rhythm and prevented the lifevest from treating the patient at this time. At 02:49:02, the patient received the sixth appropriate treatment. The patient's rhythm at the time of the treatment event was vf with CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 70 bpm with nsvt and CPR/motion artifact. From 02:50:48 and 02:53:34, the patient was in vf. CPR/electrode lead fall off prevented the lifevest from treating the patient. From 02:56:16 to 03:31:21. The patient received seven non-lifevest defibrillations. Rhythm at time of treatments was vf with CPR/motion artifact and electrode lead fall off. Post shock rhythm was asystole with CPR/motion artifact. The patient was in a nursing home under the care of medical professionals who externally defibrillated the patient, preventing the lifevest from delivering a treatment during vf. CPR/motion artifact, and electrode lead fall off also prevented the lifevest from treating the patient. The electrode belt was disconnected at 03:34:53.

Manufacturer narrative:
During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication that the monitor malfunction contributed to the patient passing. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.